Event description:
(B)(4).since getting essure I have frequent headaches and debilitating cramps at the time of the month like im in labor and in my back. Every now and than if I twist wrong I'll have a sharp pain in lower left abdomen. Very fatigued around the time of the month and days after. Sometimes sex is painful. It feels like someone is stabbing my insides.